Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator, model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit(30 cm).

Event description:
A report was received that the patient had lost coverage due to lead migration. It was noted that one of the leads had bent and there were high impedances on several contacts. The patient underwent an explant procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-4316 lot: 16996166 description: next generation anchor kit-sterile the returned ipg sc-1132 (B)(4) and extensions (B)(4) were analyzed and no anomalies were found. Sc-2316-50 (B)(4): the complaint has been confirmed. Impedance measurement showed that all cables are open. Visual and x-ray inspections confirmed that the lead was fractured right at the retention sleeve. Cables were fractured along the proximal array. Cables were also fractured at the clik anchor site, 1 cm from the set screw mark. Kinked sections of the lead body where a clik anchored. No cables are exposed. The fractured cables resulted in the complaint of high impedances. Sc-4316 (B)(4): clik anchors have open eyelets without missing silicone material.

Event description:
A report was received that the patient had lost coverage due to lead migration. It was noted that one of the leads had bent and there were high impedances on several contacts. The patient underwent an explant procedure. Device malfunction was suspected.